Event description:
Although the reported event is not clear, it appears that difficulty was experienced when the stent delivery system (sds) was advanced through the 5f (terumo) sheath introducer (si). Additionally, there was withdrawal difficulty and inability to remove the stent from the sheath introducer. The surgeon finished the procedure with arterial sutures. There was no adverse consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni